Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen at their clinic and programming changes were made to the right ventricular (rv) lead to improve r-wave sensing and avoid t-wave oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead tripped a lead integrity alert, approximately five months post implant, for high rate non-sustained episodes and sensing integrity counter (sic) due to intermittent t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.